Manufacturer narrative:
(B) (4).

Event description:
Procedure: gastrectomy. According to the reporter: two days after the surgery, leakage was found. A follow up procedure was performed to correct the leak. Pt's condition is reported as fine.